Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the conductor cap detached from the distal end. The conductor wire is exposed. The yaw pulley boss feature that mates with the cap is broken off. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal clevis ear on conductor wire side is broken off, resulting in dislodgment of yaw pulley. The broken piece, which was not returned, is roughly .285 x .220 in size. The conductor cap likely detached as a result of the clevis ear breakage. The proximal clevis is cracked in the axial direction halfway between the ears on the same side as the distal clevis breakage. The location of the crack is consistent with overloading at the tip with the wrist pitched. Engineering concluded that the breakage is likely due to overloading at the tip or other mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the round plastic piece from the joint on the permanent cautery hook instrument came out and the wiring was loose. No other information was provided. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.